Manufacturer narrative:
Additional information: this report is to explain that serial# (B)(6), was previously reported in the initial MDR 2648035-2021-00018. The serial # was reported as haptic damaged in the section labeled: ''breakdown of ## events is as follows''. Thru follow-up received at a later date, the customer explained that the haptic was detached.    All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
There is 1 investigation completed, during this period. Breakdown of 1 investigation with respective serial numbers are as follows: (B)(6) lens cut, haptic damaged. The investigation concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 13 events is as follows: device partially delivered: 1. Device partially delivered, haptic damaged: 1. Haptic damaged: 6. Haptic detached: 2. Lens damaged: 2. Lens damaged, rod stiff: 1. Unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. 12 investigation were completed, and 1 investigations are pending from this period. Breakdown of 12 completed investigations: (B)(4): haptic damaged, haptic detached, iol torn. (B)(4): lens cut, haptic detached. (B)(4): no product returned. (B)(4): lens cut, haptic damaged. (B)(4): no product returned. (B)(4): no product returned. (B)(4): haptic damaged, haptic detached, lens damaged, stuck in cartridge. (B)(4): lens cut, haptic detached. (B)(4): lens cut, lens damaged. (B)(4): no product returned. (B)(4): no product returned. (B)(4): no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes (noe) 13 (/noe) malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events